Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother called via phone call and reported that customer's insulin pump shutdown after exposure to moisture. Blood glucose was unknown. Customer's mother stated that the customer went for a swim. Customer's mother was advised that the insulin pump will be replaced. Insulin pump is expected to return for analysis.

Manufacturer narrative:
Findings: pump was received with blank display due to moisture damaged on electronic assembly. Unit was received with moisture damage on motor/force sensor assembly, corroded battery tube and cracked case at the bottom of the battery tube near end cap area.